Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to patient anatomy. When the lead was handed back, one of the internal wires was externalized. None of this occurred while implanting in the body. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The returned left ventricular (lv) lead was analyzed. Visual inspection of the lead noted a puncture hole in the insulation at the tip region of the lead. This is consistent with a backloaded guidewire escaping the lumen. The wire remains at the damaged site. The insulation damage and difficulty to position allegations were confirmed with these observations.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to patient anatomy. When the lead was handed back, one of the internal wires was externalized. None of this occurred while implanting in the body. A new lead was implanted at the same surgical intervention. The lead was returned for analysis. No additional adverse patient effects were reported.